Event description:
The manufacturer received information alleging a ventilator inoperative error code was found on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, battery not charging fault (e-059), was observed on the device's error log. The manufacturer's service technician evaluated and found the system printed circuit assembly (pca) had caused the error code on the device. In conclusion, the device's system pca was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the liquid crystal display (lcd) was replaced for physical damage unrelated to the reportable issue.